Manufacturer narrative:
There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) = 2.62mmol/l / 0.97 / on a different analyzer =0.97mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer performed the following troubleshooting steps: confirmed that the sample and reagent probes were in good condition; confirmed that quarterly maintenance was in date; replaced the high concentration peri-pump tubing due to observed bubbling during the cuvette wash; replaced a mixer due to the appearance of dirt or a small chip on the paddle; and completed a cuvette wash, calibrated mg, and completed a precision check. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(4) service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify a trend related to the current complaint. A review of the architect c4000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual (version 201837-110) and the architect c4000 service and support manual (revision 204733-128), provide adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation no product deficiency was identified for the architect c4000, sn (B)(4).